Event description:
Complainant alleged that during the incoming inspection of the device, it did not display the "ECG lead off" message. The complainant indicated that there was no pt involvement in reported malfunction.